Manufacturer narrative:
As soon as ellex medical became aware of the incident, constant attempts have been made to contact the doctor to provide further details on the event. With no further information available and based on the clinical advice provided, the incident is probably related to the patient history; patients who are pseudophakic and especially post yag cap, with amorphous opacities in the anterior vitreous (behind the lens) are at the highest risk for iop spikes. Chronically elevated intraocular pressure, is included as a contraindication for the yag mode in the operator manual and should have been probably known to the user. Subsequent findings on the device evaluation and patient status will be updated through a follow up report.

Event description:
50 mm iop spike, persistent with drops, post laser treatment. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.